Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the customer's reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 96 hours of extended tests at the customer's settings. The ventilator also passed the initial final test and initial alarm volume test.

Event description:
It was reported to carefusion that on 3 separate instances while in use, the ventilator delivered volumes that were lower than expected. The circuit was checked and found to be fine. There was no report of any patient harm, the customer was able to complete the transport in all cases.